Event description:
Pt was in to receive a cadaver kidney (transplant). Surgeon was prepping the kidney on a back table. He used an autosuture stapler, endo gia 12mm ref # 030449. Lot # n8b21 exp 2013-02. I'm not sure what size reload was used, however the load is in the device (which was saved). I do not have packaging/lot # info on the load, only on the stapler device itself. The stapler misfired when used. Not all the staples fired, some are still in the load, at the end. I am told no harm to the patient (this was not done to the patient, but rather to the kidney he was to receive.) No other load was needed.